Event description:
As reported by our french affiliates, during implant of sapien 3 ultra transcatheter valve in the aortic position by transfemoral approach, resistance was encountered during advancement of the commander delivery system with crimped valve through the esheath+, specifically upon reaching the tip of the esheath+. The distal tip of the esheath+ was identified to be torn. Despite the resistance and device damage, the valve was implanted, and there were no reported vascular complications or patient injury. The patient was in stable condition post-procedure.

Manufacturer narrative:
The investigation is ongoing.